Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced serter anomaly, physical damage in the pump, and battery cap contact damage. The customer reported no adverse event. The event involved product(s) mmt-305qs, mmt-1880. Troubleshooting was performed for the reported events. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported battery cap was damaged and the damage was on metal contacts. The customer also reported the serter didn't work properly and had a weak spring. The customer reported that the set isn¿t inserted when pressing the two side buttons on the serter. No harm requiring medical intervention was reported. No product return is required for mmt-305qs. A product return for mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (stained and faded). Cosmetic damage was confirmed at battery compartment. Unable to confirm battery cap contact missing/damaged due to receiving pump with no battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.